Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 250 mg/dl. A bolus was delivered to address the bg level. Reportedly, customer's bg level elevated prior to malfunction. Customer declined high bg troubleshooting. Reportedly, the customer would continue use of manual injections for insulin therapy.